Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms, along with noise and myopotential oversensing on the shock channel. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.